Event description:
Litigation pending. Defense counsel has learned this pt underwent an additional revision knee surgery in 2002 for the left knee. (Reference 0200192c) implanted during 96 bilateral primary surgery.